Event description:
Allegedly, patient was revised due to periprosthetic fracture stem. Revision njr number: (B)(4). Side:r. Primary asa: p1 - fit and healthy. Components not revised: procotyl l beaded and ha coated cup size 54mm product number: pha06264 lot number: 118717906. Rim-lock biolox delta ceramic liner 36mm ID group e: product number : pha04510 lot number: 069896421. Additional information received on 10/20/2020 from (B)(6): adding lot numbers. Mhra reference no: (B)(4).

Manufacturer narrative:
Additional information was received on 10/20/2020. Updated incident description, and lot number.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to periprosthetic fracture stem. Revision njr number: (B)(6). Side:r. Primary asa: p1 - fit and healthy. Components not revised: procotyl l beaded and ha coated cup size 54mm product number: pha06264 lot number: 111. Rim-lock biolox delta ceramic liner 36mm ID group e: product number : pha04510 lot number: 111.